Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. A partial connector portion of the lead was returned in one piece for analysis. Final analysis found external insulation abrasion breaching the outer insulation and exposing the outer coil noted 6.4 cm-7.0 cm and 7.5 cm-8.4 cm from the connector pin, consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.